Manufacturer narrative:
The device remains implanted in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Also implanted in the pt were tg2815, tg2810.

Event description:
In 2007, the patient was treated with three gore tag thoracic endoprosthesis. It was reported that the most proximal device was sitting in proximal descending portion of the aortic arch. The device appeared to have collapsed. Approx four months later, a re-intervention took place. An additional gore tag thoracic endoprosthesis was implanted just distal to the subclavian artery, the device straightened out the collapsed device and restored full blood flow. The patient was reported to be doing well.